Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the device change out externalized conductors were observed. The lead capped and replaced. The patient was discharged after the procedure.